Event description:
A us distributor reported that an electrode belt was displaying a service code 204, can connection status, adjust belt, check pad messages, and reported the belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check pad, can connection, service code 204, and damaged belt) was isolated to the electrode belt ECG c&d cable lead-1 wire being broken, causing ECG c and ECG d to not recognize during falloff testing. The root cause for broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.